Manufacturer narrative:
The device has been received for analysis. Upon receipt at our post market quality assurance laboratory, upon opening the package no damage was noted in the device including distal tip and connector area. Some light bending was noted on the hypotube due to packaging method. Flushing was completed after decontamination and full decontamination was achieved. In further testing device failed c1 curve overlay check showing a more open curvature towards the distal end. Also, conductivity check showed disconnection between the connector stripped wire and the hypotube subsequently preventing also connection with the distal electrode. X-rays were performed and confirmed the break in the handle. No tissue testing was done or needed due to the findings inside the handle. The reported allegation is confirmed via testing the returned device.

Event description:
It was reported that during the pulmonary vein isolation to treat atrial fibrillation, septal puncture was attempted using nrg transseptal needle but was unable to do so due to rf delivery failure. The nrg needle was determined to be defective, and the septal puncture was performed successfully using another needle. No visible damage was seen in the needle. No resistance was felt when trying to cross the septum. No patient complications occurred. The product is expected to return for analysis.

Event description:
It was reported that during the pulmonary vein isolation to treat atrial fibrillation, septal puncture was attempted using nrg transseptal needle but was unable to do so due to rf delivery failure. The nrg needle was determined to be defective, and the septal puncture was performed successfully using another needle. No visible damage was seen in the needle. No resistance was felt when trying to cross the septum. No patient complications occurred. The product is expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.